Event description:
The trilogy evo ventilator was evaluated by the third-party service center for the complaint "service required alarm". There was no patient involvement, and no harm or injury reported. On device evaluation, the customer complaint could not be replicated. The device did not pass the internal flow verification performance test. The machine flow sensor was replaced to address this issue. The device passed rework and debug testing after repair. Additional findings not related to the malfunction/issue: the blower assembly is replaced due to the issue of the motor controller having proceeded to the shutdown state due to an error with the motor. This device been serviced, inspected, tested, met acceptance criteria in accordance with all the applicable customer requirements.